Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a cracked set. There were no further details provided regarding this event. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a cracked set was confirmed. Visual inspection revealed a diagonal cut in the tubing approximately eight inches above the distal smartsite y body. The cut measured 4.72mm. Functional testing was not performed due to the cut in the tubing. The root cause of the cut was not identified.